Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a cavernous carotid fistula using a px slim delivery microcatheter, penumbra coil 400, and ruby coils. During the procedure, after successfully deploying nine coils, the physician met resistance while advancing a penumbra coil 400 and four ruby coils. The physician removed a penumbra coil 400 and four ruby coils; however, while repositioning the px slim delivery microcatheter, the physician noticed a tear in the px slim delivery microcatheter. It was removed from the patient and a new px slim delivery microcatheter was used. The procedure continued using eighteen additional coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the distal tip of the px slim delivery microcatheter was fractured approximately 1.0 cm from the distal tip. The break site shows evidence of stretching and deformation of the polymer material. Conclusion: the complaint has been evaluated. The compliant indicates that the px slim delivery microcatheter was fractured at the distal tip. Evaluation of the returned product confirmed that the distal tip of microcatheter was stretched and broken. Based on the description of the event and the evaluation of the returned product, it appears that at some point when delivering coils or when repositioning the catheter with a guide wire, the inner wall of the catheter was compromised and continued attempts to push devices through the catheter caused the polymer material to stretch and eventually break. The catheter was functional in the beginning of the procedure and no damaged was noted prior to insertion into the patient. The exact root cause of the issue could not be determined. The px slim delivery microcatheters are 100% visually inspected during in-process inspection for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a cavernous carotid fistula using a px slim delivery microcatheter, penumbra coil 400, and ruby coils. During the procedure, after successfully deploying nine coils, the physician met resistance while advancing a penumbra coil 400 and four ruby coils. The physician removed a penumbra coil 400 and four ruby coils; however, while repositioning the px slim delivery microcatheter, the physician noticed a tear in the px slim delivery microcatheter. It was removed from the patient and a new px slim delivery microcatheter was used. The procedure continued using eighteen additional coils. There was no report of an adverse effect on the patient.